Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) on the home choice (hc). The technical services representative (tsr) assisted the hp to the alarm log and explained the alarm. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. The pd rn was aware of the alarm and had recently been to the hp's house to set up the home choice (hc) for therapy. The pd rn stated the hp was currently using the cycler for therapy. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she did not see anything unusual with the setup at the time of the alarm. The hp resumed therapy the following night on the cycler. There was patient involvement. No patient injury or medical intervention was reported.